Event description:
On (B)(6) 2012, pt reported having an issue with the buttons on his infusion device since (B)(6). Pt stated the buttons are not functioning the majority of the time now. During troubleshooting, pt reported neither up or down button on the infusion device would respond to button presses. Pt stated he noticed the issue around (B)(6). Pt reported up/down buttons don't respond sometimes when he is trying to bolus or get display to light up. Pt stated he sometimes has to press the buttons several times for them to work. Pt reported the buttons pop back up when pressed. On f/u call on (B)(6) 2012, pt reported the key lock feature of the infusion device was not on during the initial call. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval. Eval results found the up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.

Manufacturer narrative:
The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.